Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the medium-large clip applier instrument was being used to apply a clip to the cystic duct; however, the clip did not close properly and fell into the patient. It was reported that the clip had fallen off multiple times while the instrument was being installed through the trocar. The customer inspected the instrument and noticed the instrument jaws did not line up. The customer reported that this event had occurred with two medium-large clip applier instruments this procedure. The procedure was completed as planned.

Manufacturer narrative:
The medium-large clip applier instrument was found to have misaligned grips/tips. The bent grips were visually detectable. The physical damage is indicative that excessive force was applied to the instrument tips. A review of the instrument log for the instrument (part number: 470327-12/lot number: k10220425-0465) associated with this event were reviewed. Per logs, the instrument was last used on (B)(6) 2023 on system sk2320. The instrument had 2 uses remaining after last use.